Event description:
[Administration set with flow controller] use for covid-19 under emergency use authorization (eua):[product name] use for covihomed-19 under emergency use authorization (eua):medical product IV rate controlled tubing for in home use of intravenous medication administration. Multiple tubing failures same lot number # 20220516. Fluid does not travel through IV line. The purpose of IV tubing is to get medication to travel down thru line through intravenous vessel. This is dangerous to patients health and well ness as they could get an air bolus from the defective tubing since IV medication/fluid is the product that needs to be delivered to patient. We have had 17 packages of IV tubing that have been troubleshooted with out success and so far have averted patient harm due to our vigilant home infusion nurses. The process should be as follows. Patient is discharged home from hospital with IV antibiotics rx(prescription). Our pharmacy provides medication, nurse and equipment. Patient is trained by registered nurse to administer IV antibiotics through this rate controlled IV tubing provided by progressive medical lot # 20220516 #pmifr100, prime vol. 28.2 length 100". This rate controlled tubing batch has had multiple failures adding up to 17 times. FDA safety report ID# (B)(4).